Manufacturer narrative:
The manufacturer received the serial number of the device.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache and dark grey particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally and there is no sign of contamination on the outside of the device. The manufacturer inspects the device internally and unknown dust/dirt contaminate,upon investigating the blower box,the top of the blower box case was removed,it was noticed that the blower box was non -philips airpath.due to evidence that the device had been tampered. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer could not confirm the customer complaint and there is no evidence of sound abatement foam degradation or breakdown. Section h6 health effect - clinical code missed to captured in the previous. It is corrected in this follow up report.